Event description:
Caller reported performing comparison tests with the freestyle meter and getting results of 356 mg/dl and 124 mg/dl. The customer also reported receiving on error 3 message. The customer took 0.5 mg of prandin and developed diarrhea and their stomach was in knots.